Event description:
Patient reported obtaining back-to-back blood glucose results of 450 mg/dl and 97 mg/dl, while using the suspect device. Patient indicated that therapy was not modified based on these results. No patient injury was reported and no treatment was received. While on the line with technical support, patient performed quality control tests on the suspect device. The level-one control solution tested outside of the acceptable range; the level-two control solution tested within the acceptable range. Technical support requested the return of the suspect product and replacement product was shipped.